Event description:
Pt sustained a fracture dislocation of left elbow; open reduction with excision of radial head and implantation of radial head. Implant in 8/82. Approx. 1 yr ago pt began having increasing problems with elbow including pain and locking intermittently. In 12/96 x-rays showed significant arthritic changes and destructive lytic process involving the proximal radius and deformity of implant. Removal recommended to stop the reaction to silicone and locking of the elbow. Diagnosis was silicone synovitis left elbow with failure of implant. Implant removed and joint debridement done on 2/25/97.